Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed investigations. Failure analysis confirmed the customer reported complaint. The instrument was found to have a broken yaw pulley. The yaw pulley was missing a piece approximately 0.19 x 0.08. The customer did not return missing piece. The known common cause of this failure is mishandling/misuse. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is reportable based on the following conclusion: during a da vinci-assisted prostatectomy procedure, it was alleged that a fragment from the long bipolar forceps instrument broke off and fell inside the patient. It is unknown if the fragment was retrieved from the patient. Failure analysis determined that the cause of the instrument damage was mishandling/misuse. Therefore, there is no indication that the instrument malfunctioned in a way that could contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, a plastic piece from the long bipolar grasper instrument broke off and fell inside the patient. It is unknown if the fragment was retrieved from the patient. There was no report of patient harm. Isi has made multiple follow up attempts to reach the customer to obtain additional information. However, no additional information has been received as of date of this report.